Event description:
Healthcare professional reported a left side "rupture." Device was explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: a visual analysis of the returned device identified the device had a broken shell, fold creases, red particles on shell and missing shell. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified one sharp-edged opening in the shell with stress marks. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp-edged opening in the shell with stress marks in the side anterior assessed as surgical impact opening. Missing shell assessed as inconclusive. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported a left side "rupture." Device was explanted.